Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer's mother stated that she spoke with representative and they advised to call us to replace the insulin pump. The customer's mother is calling from work and does not have the pump handy. The customer was advised that it is necessity to allow troubleshoot in order to comply to regulatory and health (B)(6). The customer will have to call back.